Event description:
It was reported that the device disengages from fastener when driving. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. The device is currently pending evaluation and the model and serial number have not yet been provided.

Event description:
It was reported that the device disengages from fastener when driving. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. The device is currently pending investigation.

Manufacturer narrative:
Updated the device model and serial number.

Manufacturer narrative:
Section h codes have been updated following an investigation.

Event description:
It was reported that the device disengages from fastener when driving. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. No defect was found by the technician and was likely user error.